Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty attaching a connector to the cartridge during a supply change, despite confirming a rewind had been performed; switching to a different connector resolved the issue and the supply change was completed, and the reported connector was from another lot. Symptoms included no clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included troubleshooting with the user and education on proper procedure. Investigation of this case revealed a connector attachment failure consistent with a defective or out-of-tolerance disposable component, with normal function restored when an alternate connector was used. It was concluded, based on previously established findings for similar reports, that the cause was a component quality issue related to the individual connector.